Event description:
It was reported during a scoli fusion procedure the threaded persuader broke during insertion.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this report shall be filed on a supplemental MDR. Investigation could not be concluded and no conclusion could be drawn. No device was returned and no lot number was provided.